Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade 2 with suspected rupture of the implant". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade ii with suspected rupture of the implant". Later healthcare professional reported "capsular contracture", "intact silicone breast implant inside", "10 ml to 20 ml of dark brown liquid was encounter most likely an old hematoma". Later healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported "capsular contracture baker grade I". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿hematoma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade ii with suspected rupture of the implant". Later healthcare professional reported "capsular contracture", "intact silicone breast implant inside", "10 ml to 20 ml of dark brown liquid was encounter most likely an old hematoma". Later healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported "capsular contracture baker grade I". Later healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.